Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace drawer rails. A field service engineer truobleshooted and found that ball bearing carriage failure in drawer. So, replaced the rails. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a trouble in drawer which is hard to function. The customer reported that the user was unable to get the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.